Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter would not power on. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. Two days earlier, the patient dropped the meter into water. Afterwards, the patient noticed the reported meter would not power on. Following the attempted use of the meter, the patient took the action of consuming less food. Afterwards, the patient experienced the symptom of frequent urination. She did not received any medical attention or treatment. According to the meter's owner's booklet, the user is recommended to prevent any fluid intrusion into the meter. The meter, test strips and control solution were replaced. There was misuse of the product by dropping the meter into water. The patient allegedly suffered symptoms suggesting severe hyperglycemia after being unable to test her blood glucose levels due to the meter power issue. Therefore this complaint is being reported.